Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had issues with the insulin pump's sensors. The insulin pump went into threshold suspend when her blood glucose level was over 300 mg/dl. Her sensor glucose reading was 40 mg/dl. One of the sensors cannula was bent. The product will return. Nothing further to report.